Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with (B)(6) patient (B)(6) for the compact plus system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 259 mg/dl (compact plus system 1) and 130 mg/dl (compact plus system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.